Manufacturer narrative:
(B)(4). Concomitant medical products:¿ unknown femoral catalog#: ni lot#: ni. Unknown tibial insert catalog#: ni lot#: ni. Natural tibia trabecular metal two-peg porous fixed bearing catalog # 42530006701 lot # unk. Foreign source: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2023-00354-1.

Event description:
It was reported the patient underwent a left knee revision due to pain and subsidence of the tibial tray. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h10. Reported event was confirmed by review of x-rays. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: osteopenia, osteolysis, radiolucency, tibial subsidence, and possible loosening noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.